Manufacturer narrative:
Journal title: clinical outcomes of coronary artery bifurcation disease patients underwent culotte two-stent technique: a single center experience. Date of publication doi.org/10.1186/s12872-019-1192-2. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that a selection of patients in a study received resolute integrity, endeavour resolute and endeavour drug eluting stents. 238 cabd patients were analyzed in this study. Mainly left main and left anterior descending artery's were treated by culotte stenting. Adverse events experienced included myocardial infarction, cardiac and non-cardiac death, target vessel and target lesion revascularization.